Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that the bloodline tubing was punctured by the 2008t machine blood pump rotor during the patient's hemodialysis (hd) treatment resulting in blood loss. The patient care technician (pct) notified the biomed of the reported issue. Droplets were visually observed running down the front of the machine. The patient's blood was not returned. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention resulted from the reported issue. The biomed advised the pct to transfer the patient to a different machine where treatment was successfully completed. The machine was removed from service following the reported event. A replacement blood pump rotor was ordered via ground shipping. The machine remains out of service pending repair. No parts were reported to be returned to the manufacturer for physical evaluation. Additional information was requested, however a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that the bloodline tubing was punctured by the 2008t machine blood pump rotor during the patient's hemodialysis (hd) treatment resulting in blood loss. The patient care technician (pct) notified the biomed of the reported issue. Droplets were visually observed running down the front of the machine. The patient's blood was not returned. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention resulted from the reported issue. The biomed advised the pct to transfer the patient to a different machine where treatment was successfully completed. The machine was removed from service following the reported event. A replacement blood pump rotor was ordered via ground shipping. The machine remains out of service pending repair. No parts were reported to be returned to the manufacturer for physical evaluation. Additional information was requested, however a response was not received.